Manufacturer narrative:
Implant date: estimated as 30 days prior to the aware date.

Event description:
It was reported that a fistula occurred. A left atrial appendage closure (laac) procedure was performed and a 24mm watchman flx left atrial appendage closure device was implanted. At an unknown time post implant, the patient underwent a heart catherization. A fistula was noted from the coronary artery filling into the laa.

Manufacturer narrative:
Implant date: estimated as 30 days prior to the aware date.

Event description:
It was reported that a fistula occurred. A left atrial appendage closure (laac) procedure was performed and a 24mm watchman flx left atrial appendage closure device was implanted. At an unknown time post implant, the patient underwent a heart catherization. A fistula was noted from the coronary artery filling into the laa. It was further reported that the heart catheterization procedure that found the fistula was due to a positive stress test.